Event description:
Additional information indicated there may be a possible lead fracture.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was going to be explanted and replaced with a competitor's lead. At this time, the reason the lead will be explanted is unknown. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
The field representative indicated the lead would not be returned for analysis. If additional information is received, this report will be updated.